Event description:
It was reported that during a navigation procedure the device lost accuracy. This could lead to the device showing the tool in the incorrect position and causing harm. The procedure was completed successfully with no significant delays or known impact to the patient associated with the event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. The log files for the procedure were not available for review.

Event description:
It was reported that during a navigation procedure the device lost accuracy. This could lead to the device showing the tool in the incorrect position and causing harm. The procedure was completed successfully with no significant delays or known impact to the patient associated with the event.